Event description:
Boston scientific received information that the patient's competitor right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. All other lead measurements were normal and the subsequent pacing impedance measurement was normal. All products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.